Manufacturer narrative:
Only percutaneous lead returned. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was outside when a branch fell and partially severed the driveline about 3 inches from the exit site. The patient reported seeing damaged wires and the "pump on" symbol turn black as well as hearing a low flow alarm. The patient's pump was on but would alarm with any movement of wires. The patient was able to stabilize the driveline with a pen and tape. The patient was transported to ochsner medical center and was placed on an ungrounded cable. Low flow alarms, low speed alarms, and pump off alarms were noted. Driveline immobilization was reinforced with tongue depressors and coban. Alarms stopped. The log file captured pump stops on (B)(6) 2020 between 14:10 and 14:13 while the patient was on battery power. Driveline data showed no fractured conductors but there was a possible compromised insulation causing pump stops due to a phase to phase short. X-ray images are unremarkable. On (B)(6) 2020 the patient underwent an external percutaneous lead repair approximately 5 inches from the exit site. No issues were noted after the patient went back on the grounded cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed wire damage that would have contributed to the pump stoppage events that were captured in the submitted log file and reported by the account. The submitted log file contained data from (B)(6) 2020. The log file captured pump stoppage events on (B)(6) 2020 with corresponding hazard alarms for low speed and low flow while the system was supported by battery power. Prior to (B)(6) 2020, the pump operated at a speed above the low speed limit with stable parameters. The patient underwent an external driveline repair on (B)(6) 2020. No issues were noted after the repair. Approximately 16.5¿ of the driveline was returned. The proximal 5.5¿ was returned with the silicone jacket, clear bionate layer, and metal braided shield removed. The driveline had been stabilized with tongue depressors and gauze approximately 4.0¿-10.0¿ from the metal connector. Upon their removal, it was revealed that the driveline had also been stabilized with a pen and clear tape. The metal connector appeared unremarkable. An electrical continuity test of the driveline was conducted which revealed no wire discontinuities or shorts, even with manipulation of the driveline segment. Visual examination of the driveline revealed damage to the silicone jacket and clear bionate layers approximately 6.0¿ and 7.0¿ from the metal connector. The underlying wiring was exposed in these locations. Otherwise, the silicone jacket and clear bionate layers were unremarkable. The metal braided shield showed signs of wear along the length of the driveline with more severe breakdown noted approximately 6.0¿-8.0¿ from the metal connector. Visual and microscopic inspection of the underlying wiring revealed breaches in the insulations of the red, orange, yellow, and green wires approximately 6.0¿ from the metal connector. The wire insulations adjacent to these breaches showed evidence of impression marks from the metal braided shield, suggesting that the damage was mechanical in nature. Moreover, the wire damage was found to be located beneath the area of outer silicone jacket and clear bionate layer damage, further suggesting that the damage was the result of mechanical trauma. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation and no additional areas of compromised wire insulation were identified. The heartmate ii pump operates on a three-phase motor, where each phase is powered by two redundant wires. The yellow and green wires represent the two redundant wires that comprise phase 1 and the red and orange wires represent the two redundant wires that comprise phase 3 of the three-phase motor. If the exposed conductors of two compromised wires from different phases made direct contact with each other or simultaneous contact with the metal braided shield while the system was supported by an untethered power source (such as batteries), the resulting phase to phase short would have resulted in the pump stoppages observed within the submitted log file while connected to batteries. The current version of the heartmate ii left ventricular assist system (lvas) instructions for use (IFU) addresses how to care for the driveline in section 6, ¿patient care and management¿. This section also outlines indications of wire damage as well as how to respond to such events under ¿pump performance and monitoring¿. Additionally, the IFU outlines all system controller alarms as well as how to respond appropriately in section 7, ¿alarms and troubleshooting¿. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). The current version of the heartmate ii lvas patient handbook, rev. C, contains a section titled ¿caring for the driveline¿. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller and the proper actions associated with them. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care¿. Section 4 of the patient handbook also states that if the driveline is damaged, the pump may need to be replaced and should be replaced as soon as possible to prevent serious injury or death. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, provides instructions in the event the pump stops. The relevant sections of the device history records for (B)(6) and for the percutaneous lead, serial number 65414 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13mar2017. No further information was provided. The manufacturer is closing the file on this event.